Event description:
Healthcare professional reported "rupture" via the national breast implant registry (nbir). This record is for left side. The device was explanted y replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.